Event description:
A peritoneal dialysis (pd) nurse reported a pt was admitted to the hosp with peritonitis on an unk date. The pd nurse reported the source of the pt's infection was touch contamination. As on (B)(6) 2015, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
The device was not returned to the MFR for physical eval. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec. The pt's medical records were requested and had not been received at the time of this report. If the medical records should become available a supplemental report will be submitted.